Event description:
During a supraventricular tachycardia procedure, signal loss occurred and the live screen froze when initiating the arrhythmia. The patient required a cardioversion instead of overdrive pacing due to the signal loss. Following troubleshooting the procedure was completed using the reported amplifier with no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint that the amplifier lost signal could not be confirmed. Based on the information provided to abbott and the evaluation performed, communication test was run for several hours using the returned media converter card and no interrupted or drop in communication was observed. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude and stimulus switching were performed and confirmed that the returned amplifier performed within the factory specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.